Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing and the patient have experienced dizziness. Programming changes were made and the rv lead was awaiting revision. Patient condition was stable.